Event description:
It was reported that the patient was hospitalized for inappropriate shocks due to supraventricular tachycardia. The device was reprogrammed and remains in use. It was also noted that the patient was part of the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.